Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a national competent authority and a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for cluster headaches. It was reported that the patient had an aggravation of the disease concerned by the implantation. It was an ins implant plus two eight-point electrodes that were implanted on the patient's right great occipital nerve (cranial nerve) for cluster headache. The patient claimed that this was "without prior neurosurgical consultation". The patient's cluster headaches got worse as a result of the implantation. This was to the point of the patient considering euthanasia abroad because the crises had become bilateral. The patient was now treated with ketamine monthly and was on social security disability. The patient stated that evolution of the disease was not recognized by the doctors, referring to the neurosurgeon and implanter. The patient alleged that the hospital refused to take charge of the aggravation caused by the operation, and that the patient was forced to look for a new pain management team and a new neurologist on their own despite the state they found themselves in. The patient noted that the device was very expensive and was currently discontinued so as to not risk further aggravation as there was no data available concerning this type of evolution. The patient stated that it was impossible to know if this was because the data didn't exist or because it wasn't documented; there was only one study with a placebo group that existed, and all the rest were open-label/declarative studies. The patient noted that cluster headaches were suicide headaches, and that the pain was excruciating.